Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing high blood glucose. The blood glucose value was 440 mg/dl at time of incident. Another blood glucose value was 144mg/dl. Customer stated that they was using insulin pump system within 48 hours of reported high blood glucose event. Auto mode was active at time of event. The insulin pump will not be returned for analysis.